Event description:
Per the clinic, the patient experienced an infection with skin flap breakdown at the implant site resulting in the extrusion of the receiver/stimulator unit. Antibiotic treatment (type not reported) was attempted; however, the issue could not be resolved. The device was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed (B)(6) 2015.